Event description:
During a titanium trochanteric fixation nail insertion procedure on a patient being treated for a left intertrochanteric subtrochanteric femur fracture, the surgeon was tightening down the helical blade with the helical blade coupling screw and very small protion of the tip broke off and was left in the distal end of the helical blade.